Event description:
A manager reported that during a vitrectomy procedure, the laser probe did not work. The laser power was increased to750 and would still not provide a burn. The surgery was completed with no harm to the patient. This is the third of three reports for this facility.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the laser probe would not burn, even though the customer turned the power up to 750. There was no patient impact. A 25 gauge illuminated flexible curved laser probe was received and a visual assessment of the returned sample showed no obvious nonconformities. The laser probe was then connected to a calibrated system to test the aiming beam and laser power. The aiming beam was found to fuzzy. The laser energy was found to be within specification. The probe was then disassembled, but no nonconformities were seen that could have caused the reported event. The laser probe lot number was manufactured on december 9, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records in online preliminary record review application (oprra) did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on september 14, 2011. Based on qa assessment, the product and associated system met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this laser probe lot number. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).